Manufacturer narrative:
Follow-up received on 28-mar-2016 from physician: the patient had essure inserted on (B)(6) 2015 (discrepant information, also reported as (B)(6) 2014). The year following insertion she started presenting the symptoms and they persisted for a year. She saw dermatologist, rheumatologist, took all medications and had treatments but did not improve. Attributed it all to essure. On (B)(6) 2016, essure device was removed with hysterectomy and patients symptoms improved. Follow-up received on 01-apr-2016: product technical complaint investigation and final assessment were received: the bayer reference number for the ptc report is (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information no product quality defect was confirmed. In summary, there is no reason to suspect a causal relationship between the reported medical events and a quality defect. Company causality comment: this spontaneous medically confirmed case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and experienced heavy bleeding (interpreted as genital bleeding) and pelvic pain. She had a hysterectomy and bilateral salpingectomy. Essure coils were removed and her symptoms improved. These events are serious due to their medical importance and listed in the reference safety information for essure. Considering the nature of these events and lack of alternative explanation, a causal relationship with suspect insert cannot be excluded. Non-serious events were also reported. This case is regarded as incident since device removal was required. Based on the available information no product quality defect was confirmed.

Event description:
This is a spontaneous case report received from a consumer in united states on (B)(6) 2016 which refers to a (B)(6) female consumer who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2014. This case was previously marked as invalid, upon receipt of follow-up on 02-feb-2016 further information was received and case was updated to valid. Consumer reported that when she decided she was done having children, she chose essure. According to her, she has coped with years of severe backache and pelvic pain; long, heavy periods; insomnia; fatigue; weight gain; and a rash and boils that covered her body. She also reported that she has missed work, her children's activities and other social events because of the way she feels and looks. Consumer is scheduled for a hysterectomy in early february to remove the coils and states that she is convinced that once the device is removed, her health will improve. Follow up information received on 17-feb-2016 from physician: on (B)(6) 2014 (previously reported as (B)(6) 2014), essure was inserted. On (B)(6) 2014, normal post-op was reported. On (B)(6) 2015, the hsg (hysterosalpingogram) test was done and showed bilateral occlusion. The physician reported that per patient she had hives, nickel allergy, back pain, and heavy bleeding over the past year. She saw a rheumatologist. Elevated rf (rheumatoid factor) and essure inflammation? Reaction to essure. On (B)(6) 2016, essure was removed. A total hysterectomy and bilateral salpingectomy was performed. Company causality comment: after follow up information the case became medically confirmed. This spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced heavy bleeding (interpreted as genital bleeding) and pelvic pain. She had a hysterectomy and bilateral salpingectomy. Essure coils were removed. These events are serious due to their medical importance and listed in the reference safety information for essure. Considering the nature of these events and lack of alternative explanation, a causal relationship with suspect insert cannot be excluded. This case is regarded as incident since device removal was required. Additionally, non-serious events were reported. A product technical analysis is being sought.

Manufacturer narrative:
This spontaneous case was reported by a consumer (subsequently medically confirmed) and describes the occurrence of device dislocation ("device migration"), pelvic pain ("pelvic pain") and genital haemorrhage ("heavty bleeding over the past year") in a 44-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), back pain ("severe backache"), menorrhagia ("long heavy periods"), insomnia ("insomnia"), fatigue ("fatigue"), weight increased ("weight gain"), rash ("rash"), furuncle ("boils that covered her body"), urticaria ("hives"), allergy to metals ("nickel allergy"), genital haemorrhage (seriousness criterion medically significant), rheumatoid factor increased ("increase rf"), inflammation ("inflamation esr"), alopecia ("hair loss") and headache ("headaches"). The patient was treated with surgery (device removal) and surgery. Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation and alopecia outcome was unknown and the pelvic pain, back pain, menorrhagia, insomnia, fatigue, weight increased, rash, furuncle, urticaria, allergy to metals, genital haemorrhage, rheumatoid factor increased and inflammation was resolving. The reporter considered allergy to metals, alopecia, back pain, device dislocation, fatigue, furuncle, genital haemorrhage, headache, inflammation, insomnia, menorrhagia, pelvic pain, rash, rheumatoid factor increased, urticaria and weight increased to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: quality-safety evaluation of ptc: final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information no product quality defect was confirmed. In summary, there is no reason to suspect a causal relationship between the reported medical events and a quality defect. Most recent follow-up information incorporated above includes: on 8-jun-2018: social media case. New events added- hair loss, headaches and device migration. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.